Event description:
It was reported that the right ventricular lead exhibited loss of capture. No intervention was performed. The patients condition was normal and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.